Event description:
It was reported that during an ion endobronchial lung biopsy procedure, a non-recoverable fault 27502 occurred. After navigating to the lesion, the fault displayed while the physician was extending the needle. Although the fault was resolved with a system restart; the catheter went into passive mode, allegedly causing 2cm of the exposed biopsy needle to drag approximately 30 degrees laterally across the lungs and through the tissue. As a result, there was significant bleeding observed in the lungs; however, tissue damage was not severe. The procedure was aborted after attempting to re-navigate to the target because it was observed that the bleeding occluded the target, preventing the biopsy collection. On 12-nov-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the physician regarding the reported event: the bleed occurred about 30 min after the start of the procedure. Only one pass was made prior to the bleed. There were no successful biopsies of the target tissue collected prior to the bleed. The physician was unable to quantify the blood loss due to the internal location. The patient remained medically stable throughout the incident and the only interventions required to resolve the bleed were a bronchoscope and suctioning. There were no post procedure complications as a result of this incident.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The system start up and self-test all passed based upon the field evaluation. The fse performed lung mapping test numerous times with multiple passive button tests to see if any unexpected dragging, errors, or movements occurred. There were no errors or faulty operations detected during simulation. The system functioned as it should with no problems found. A review of the site's system logs for the reported procedure date of (B)(6) 2021 was conducted by an isi senior failure analysis engineer (fae). The investigation revealed the following: multiple instances of non-recoverable error 27502 (mcfi error fatal), all occurred at the same timestamp. The logs show that the system was powered off a few minutes after error 27502 occurred, and a mid-procedure restart occurred. A review of the submitted images was performed by an isi post market surveillance specialist (pms) and the following was observed: the first image was taken of the target area of the lung prior to the reported bleed. The second image was taken of the target area of the lung after the reported bleed. Both images were confirmed by the physician. No additional information was noted. This complaint is being reported due to the following conclusion: during an ion endobronchial lung biopsy procedure, the patient experienced bleeding when the catheter went into passive mode and allegedly caused a 2cm of the exposed biopsy needle to drag approximately 30 degrees laterally across the lungs and through the tissue. As a result, there were no successful biopsies of the target tissue collected prior to the bleed. The physician was unable to quantify the blood loss due to the internal location. The patient remained medically stable throughout the incident and the only interventions required to resolve the bleed were a bronchoscope and suctioning. There were no post procedure complications as a result of this incident. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.